Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had physical damage. Customer's blood glucose was 75mg/dl at the time of the incident. It was reported that the insulin pump was dropped and that there was a crack on the screen which made in not readable. It was also reported that there were unexpected alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the device gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. We were unable to perform functional testing including the self-test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. The device was received with cracked select button keypad overlay, minor scratches on case and minor scratches on lcd window. No cracks on lcd window was noted.